Event description:
Event: premature deployment of the contralateral attachment system. Event narrative: after deployment of the superior attachment system, as the contralateral limb was being lengthened prior to deployment, the contralateral limb deployed prematurely. The graft was successfully implanted.